Event description:
Nim nerve stimulator for central neck dissection was defective and would not operate properly right out of the package. The issue was with the black button on the probe and was found intraoperatively. The milliamperes weren't changing on the screen but did work when using the touchscreen. The doctor did not continue with that handpiece and had staff open another.